Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Attempts to reposition the lead were complicated by helix retraction issues. The lead was explanted. No additional adverse patient effects were reported.